Event description:
A peritoneal dialysis (pd) patient reported being in the hospital for peritonitis. There were no reported allegations that the peritonitis was caused by a malfunction or product deficiency with fresenius products. In an additional follow-up call, the patient¿s pd nurse stated that on (B)(6) 2022, the patient was hospitalized with symptoms of abdominal pain. The nurse stated the patient had a pd culture obtained which had no organism growth and an elevated white blood cell (wbc) count. The patient was treated with antibiotic therapy utilizing ceftazidime and vancomycin (intra-peritoneal (ip). Subsequently, on (B)(6) 20222, the patient was discharged from the hospital. Per the nurse, the patient is recovering from the peritonitis event and continues pd treatment with the same cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the peritonitis event. The nurse attributed the peritonitis to breach in aseptic technique during the pd exchange.